Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced feeling lightheaded sick and was about to pass out. The patient took a fingerstick and the cgm reading was 170 mg/dl, and the blood glucose reading was 120 mg/dl. According to the report, the patient did not provide any treatment at that moment but decided to go to their mother-in-law who lived close by. Together they went to the hospital where they arrived at 10:30am. When a fingerstick was taken at the hospital the blood glucose reading was 730 mg/dl. It was unknown what the cgm reading was as the patient had passed out by then. The patient was treated with intravenous insulin. When the patient reported the event 2 days after it happened, they were still at the hospital. The patient was feeling better, but it was not yet known when they were going to be discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).